Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on (B)(6) 2018, the tip of two (2) guide wires broke off while inserting a screw into the bone. X-rays were taken. Concomitant devices reported: 1.25mm threaded guide wire 150mm (292.620, lot l399831, quantity 1), 1.25mm threaded guide wire 150mm (292.620, lot l184587, quantity 1), 1.6mm threaded guide wire 150mm (292.720, lot l525019, quantity 1). This report is for one (1) 1.1mm threaded guide wire. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 292.622; lot: l404719; manufacturing site: balsthal; release to warehouse date: 09.may.2017. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to iso-5832-1 specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: the returned k-wires were forwarded to the manufacturing plant for evaluation. The statement below is a summary of their investigation. These measurements are about to the complaint related k-wires which were broken at the thread. The diameter has been measured and is according to the specification. The thread cannot be measured anymore as it is broke. During the manufacturing process these features were inspected through the inspection sheets and no manufacturing issue was detected from balsthal site. Thus, this product has passed its specifications and after the checked work orders there is no manufacturing issue found. Based in investigation carried out (DHR review, measurements on diameter and threads and visual inspection with photos) we can conclude that from manufacturing perspective no error occurred. All k-wires were manufactured according to their specification. Therefore, it is most likely broken at the thread due to an excessive use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.